Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred and the pump stopped all insulin delivery. The customer's blood glucose level was impacted, elevating from 132 to 298 mg/dl. The customer had not yet addressed their bg level, but stated they would administer a manual injection. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed.